Event description:
Radiology technician was pulling the 9900 c-arm out of the or when the handle attached to the c-arm tower (used to maneuver the machine) broke off the c-arm, causing the employee to be hurled backwards across the room. The employee sustained minor back injury. The handle remained in one piece. Bio-engineering was immediately contacted and inspected the equipment. The manufacturer was contacted and is scheduled to come on campus to inspect the handle. Bio-engineering ordered and replaced the broken handle. There were no identified issues with the actual x-ray equipment itself. There was no patient involvement in connection with this event.manufacturer rep has scheduled an appointment to come on campus within the coming week to inspect the equipment.